Manufacturer narrative:
No button response due to corroded keypad traces. No scrolling numbers display anomaly noted. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that customer experienced keypad anomaly. It was reported that numbers continued to scroll when attempting to enter food gram. Customer's blood glucose was 170 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.